Event description:
The customer reported the battery would not charge and alarmed when the ac power is unplugged. There was no patient involvement. The customer spoke with a remote service engineer (rse) and the power on/off light is amber when connected to ac power and the battery charging indicator is blinking. Biomed has confirmed the unit has been at an offsite location. The rse advised the customer to charge the battery for 48 hours and advise if the battery reached a battery voltage of approximately 16 volts. The unit's battery voltage is currently 9.5 volts. The customer reported the battery did charge and the unit is working as intended. Based on information provided and/or service performed, the customer's alleged complaint was not confirmed.